Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2017 with blood glucose of 226 mg/dl. Customer reported that during the night at the hospital, blood glucose elevated to 476 mg/dl and then dropped between 30 mg/dl and 40 mg/dl. Customer was hospitalized due to possible heart attack. Customer was treated with insulin pump. Customer did not have a heart attack and reason for high and low blood glucose was unknown. Customer was wearing insulin pump at the time of hospitalization.